Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Scrubbed personnel went through the loading process for the heartstring, then attempted to pull the device, in the delivery tube, out of the loading device. The heartstring got stuck in the channel and did not come out of the loading device at all. The team needed to open a second heartstring to complete the anastomosis.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. No blood was observed in the delivery tube. Minimal blood was observed on the loading device. The slide lock was engaged. The plunger was fully depressed on the delivery device. The seal, anchor and tension spring assembly were returned inside the loading device. The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.222 in. The length of the delivery tube was measured at 2.49 in. The values recorded were within the tolerance specifications. The device was returned with the seal assembly still inside the loading device while the delivery device was in a fully deployed condition. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. We were able to confirm premature deployment.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, hs iii proximal seal system 4.3mm would not deploy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Scrubbed personnel went through the loading process for the heartstring, then attempted to pull the device, in the delivery tube, out of the loading device. The heartstring got stuck in the channel and did not come out of the loading device at all. The team needed to open a second heartstring to complete the anastomosis.